Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set soft cannula kinked events on (B)(6) 2024. Insertion site was at upper buttocks. Event occurred within three hours of insertion. Blood glucose levels were 330 mg/dl at the time of event. Patient took correction bolus via pump to address the event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.